Event description:
On (B)(6) 2012, cardica became aware of an adverse event in which the subject c-port xa device could not be ruled out as the cause of the event during a common coronary artery bypass surgery procedure (CABG) performed (B)(6) 2012. On (B)(6) 2012, postoperative evaluation of the patient concluded an occlusion of the left internal mammary artery (lima) to the left anterior descending coronary artery (lad).

Manufacturer narrative:
The intraoperative procedure results of no stitches, and excellent blood flow is an anticipated outcome and would not have any procedure or device complication suspected. The early postoperative course of the patient was uneventful, further evidence of adequate blood flow through the lima to lad bypass graft and anastomosis. All of these mentioned outcomes underline the adequacy of the anastomosis created with the c-port xa device. The cause of the later occlusion is unknown but the cardica c-port xa device as the cause could not be excluded. Other causes include the quality of the graft, disease progression of the native arteries and inadequacy of the postoperative anticoagulation regimen. Historically thousands of coronary anastomosis have been performed with the c-port device with a negligible incidence of graft occlusions.